Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (500mg, intraperitoneal, stat, discontinued) and amikacin injection (250mg, intraperitoneal, stat, discontinued) for peritonitis. A day after the event onset, the patient began treatment with meropenem injection (500mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. On an unknown date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from abdominal pain, the pd catheter was removed and the patient was transferred to hemodialysis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.